Event description:
Provider used a 24 cm 12/14 fr ureteral access sheath over a guide wire per routine. The sheath was intact when it was inserted in the patient however at the bladder neck the provider encountered difficulty passing the sheath over the wire. The provider removed the sheath and noticed that part of the tip had fragmented. He immediately inspected the entire urethra including the prostatic urethra and bladder neck and noticed 4 small white pieces of plastic. The provider drained the bladder and retrieved all the pieces through the cystoscope sheath. He further inspected these areas with the cystoscope and confirmed that there were no remaining pieces of plastic. The provider reports the sheath has been used on numerous occasion without difficulty. This was reported to be a defective sheath. The second sheath was advanced without difficulty. Thankfully there were no injuries to the patient or staff.